Manufacturer narrative:
Follow-up # 1 ¿ (10/01/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/4/2013 and 9/24/2013, respectively, with the following findings:the test strips involved with this complaint passed testing. The test strips were evaluated and the primary complaint could not be confirmed; however, a secondary issue was noted when results above range when tested with control solution were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging an error 2 strip issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.